Manufacturer narrative:
The device was not returned. The hero device was not being utilized for dialysis. As with all esrd pts, this pt was at high risk for any number of sudden death events. Also, the placement of the hero device in the same location, as a catheter is cautioned against in the hero instructions for use, as the risk associated with the interaction of another device is unknown.

Event description:
Pt died on (B) (6) 2010, following dialysis with a perm-cath. Hero placement occurred on (B) (6) 2010, a perm-cath had previously been placed in the same vessel and continued to be used for bridging while the hero matured. Autopsy was performed and demonstrated massive pulmonary embolism. No clots were seen anywhere else in the body. There were no clots seen in the heart, including around the hero outflow component and the perm-cath, both located in the right atrium of the heart.